Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154241.

Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic due to a performance issue on the lead. The physician elected to explant and replace the lead. There were no patient consequences.